Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d4, h3, h4, h6: part 07.702.040s, lot 0j53360: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: september 08, 2020. Expiry date: september 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of left femur. During the surgery, it was found that the tip of the first syringe remained in the connection port. To remove the tip from the injection cannula was unsuccessful. The surgery was completed successfully without any surgical delay. The tip of the syringe was remained in the stopcock of a mixing device. No further information is available. This complaint involves three (3) devices. This report is for (1) traumacem(tm) v+ injectable bone cement - sterile. This report is 1 of 1 for (B)(4).